Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with striated edge on anterior side assessed as surgical damage and broken shell with smooth edge on radius side assessed as smooth opening. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage and broken shell with smooth edge assessed as smooth opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and rupture these are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and rupture. Device was explanted.